Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2023, it was reported that the patient's infusion set's tubing got detached close to the quick release. The site location was patient's right thigh, and the pump was located on the left side of the body on the mattress. Her highest blood glucose level was 370 mg/dl. Moreover, the infusion had been used for one and a half day. Reportedly, there was stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, the patient's blood glucose level was 147 mg/dl. According to complaint investigation performed on the returned used device (1 tubing), the tubing was detached from the tubing connector. No further information available.